Event description:
The hcp reported the pt was experiencing mild withdrawal symptoms of pain and increased leg spasticity. A fractured catheter was discovered and revised. The pt developed a post operative infection and the revised catheter was removed. The pt is opting to have the entire system removed due to their "fear of further complications."